Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions. Juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with juvéderm voluma® xc the syringe "broke by the hub" and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: visual analysis of the devices indicates a crack is observed at the 3mm luer lock level on both syringes.

Event description:
Healthcare professional reported during injection with juvéderm voluma® xc the syringe "broke by the hub" and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used.